Event description:
It was reported that the patient received recurrent Alert 38 motor stall notifications while doing yardwork, attempted multiple restarts including a manual restart, and continued to experience the alarm during rewind, which resulted in an inability to proceed and subsequent transition to backup subcutaneous insulin therapy; the device problem involved failure to infuse and was associated with the motor component. Symptoms included hyperglycemia with a highest CGM reading of 313 and a reported duration of several hours. Outcomes included an unexpected medical intervention in the form of medication administration via backup therapy. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.